Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl associated with no power in the pump. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that there was no moisture in the pump, no damage to the battery compartment and the battery cap was able to be secured to the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no power to the pump.